Event description:
User alleges that he used a level 1 rapid infuser with the di-60hl, blood bags pressurized for quick infusion. The set leaked at the pt end. Blood entered fluid reservoir and outer heated tubing. No adverse outcome to pt.